Event description:
The user facility in australia reported a vitrectomy cutter failed during a procedure. The surgery was delayed as another pack was opened. No pt injury occurred.

Manufacturer narrative:
The device has not been returned for evaluation. Should the device become available for evaluation, a follow up report will be submitted. The sterilization and lot history records were reviewed and found to be acceptable.